Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon further investigation it was noted the programmer overestimated the battery longevity. The root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.